Event description:
The customer reported that during an antibody screening assay, the barcode in position h1 was misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.